Manufacturer narrative:
The insulin pump was received with button error alarm, beep/vibrate and had unresponsive all buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture/fluid and was vibrating. Customer also reported getting a message that a button was pressed more than three minutes. The customer¿s blood glucose was 130 mg/dl at the time of the incident. The customer states the insulin pump got wet. Customer completed troubleshooting but the device was still vibrating after putting it to rest. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.